Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolusing did not shows in insulin pump download. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had multiple delivery stopped alarm in middle of bolus with no delivery alarm during priming process. The insulin pump will not be returned for analysis.